Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74), indicating a software task fault, before stopping ventilation and resetting. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device investigation confirmed a single occurence of an error message (sf74) and ventilation stop, however, in-house testing was not able to reproduce the device faults. The investigation determined that the device was operating to specification. Based on previous investigations of similar complaints, it is possible that the reported fault was due to a software issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).